Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to customer taking a swim with insulin pump. It was reported that as a result, display screen was blank and insulin pump had a constant tone. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with high sleep currents due to corroded electronic assembly and the motor was found with traces of moisture per our visual inspection. The insulin pump failed the leak test, leaked at a cracked on the back at the battery tube area. The insulin pump powered up properly after battery installation and no blank display anomaly was noted. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.